Event description:
My son was in the bathroom brushing his teeth before school and I always am in there brushing mine at the same time. When he was brushing the top two teeth the toothbrush hit him in his left top front tooth busting a corner off of it off. I looked right away and a portion of his tooth was gone. We don't have dental insurance, therefore I have not taking him in. Frequency: twice a day. Dates of use: (B)(6) 2011 - (B)(6) 2012.